Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that hospital information technology team (hit) was already aware of the issue and had successfully resolved it. The system functioned as intended after the hospital information technology team troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that all medications on epic was not crossing over to the pyxis and they were able to override the station but unable to access to the medications on patient profile. Customer mentioned it affected multiple station and confirmed there was no error. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.